Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discovering a leak in the hydro area within the synchron cx9 alx clinical system. No injury was reported.

Manufacturer narrative:
Bci hotline had the customer prime the unit 5 times and the hydro leak never came back. The source of fluid is unknown.